Event description:
It was reported that the firing mechanism is broken, and the unit won't cock. The device is used in manufacturing to test units on the line. There was no patient involvement or consequence.